Event description:
Caller states that the device read more than 600mg/dl. A result of 620mg/dl was found in the device memory. No action was taken based in this result. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.